Manufacturer narrative:
A medtronic representative reported the navigation system was tracking intermittently due to poor emitter placement. The system has been checked and found to be working well. There have been several cases since in which the system worked perfectly.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system emitter was intermittent. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The medtronic field representative performed a training session with the site on proper emitter placement.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed a navigation system check-out, all areas passed; system was fully functional. The medtronic representative was unable to replicate the issue. No parts have been received by the manufacturer for analysis.